Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customers blood glucose (bg) level was impacted (266 mg/dl). The customer plugged the pump to charge and took a correction bolus to stabilize bg level. It was indicated that the customer would continue to use the pump until the replacement arrives and was instructed by tandem technical support to contact health care provider for alternate insulin therapy.